Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple no delivery alarms. The customer's blood glucose was 149 mg/dl at the time of incident. Troubleshooting found insulin was able to exit during a fixed prime. The customer also reported insulin was able to exit with a manual prime. It was also found the insulin pump alarmed no delivery at 1.5 units when priming with a push plunger. The customer's current blood glucose was 256 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.